Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the mildly tortuous mesenteric artery. The 7.0mmx40mmmx135cm armada 35 balloon dilatation catheter (bdc) was prepped before use with no issues or leak noted during preparation. The bdc was advanced to the target lesion without issue; however, during inflation a leak was noted in the hub area and the bdc was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new armada 35 bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the lot history record (lhr) for this specific lot indicated no non-conformance records. However, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.